Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary storage space failed and 3sac2 main drawer 2 and drawer 3 were not detected on the bus. The customer initially rebooted the station, which recovered some bins; however, during the process, additional cubies were reported as not detected on the bus. The customer performed both a reboot and a hard reboot. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.